Event description:
It was reported to philips that a problem was encountered with the ip pc hard disk. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.